Event description:
The hospital's instrument service reported the cord began to spark and almost caused a fire in the or. They observed a spark and smoke and a break in the insulation. The hospital stated there was no patient involvement.